Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the functional testing or verify unexpected restart alarm or unexpected noise/vibrating due to button keypad anomaly. Moisture damage found on the electronics and motor. Insulin pump had cracked case at display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was exposed to fluid and then a vibration started to occur. The customer's blood glucose reading was unknown. The customer also reported that the unit alarmed unexpected restart. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.